Event description:
Both implants failed the day after implantation for unknown reasons. Nasal valves are still collapsed on top of the implants not absorbing after 18 months. Denied scans of my nose. Chronic pain, swelling, and cannot breathe due to nasal valves. Reference report #mw5164285.